Event description:
The customer stated that the indwelling cannula came out of his body and is laying on his skin. He also stated that the tape was sticking well and no lifting of the tape had occurred. The incident had caused his blood glucose level to elevate.